Event description:
This pt's device was explanted due to a skin flap infection and a concommittent history of recurrent middle ear infections and mastoiditis. The pt will be reimplanted, after the infection has resolved.